Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her blood glucose has been high and her insulin pump is alarming no delivery. Customer changed her infusion set four times already. She is unable to push insulin through the tubing. Customer's blood glucose is 585 mg/dl. Customer disconnected and tried manually pushing insulin through with a plunger. She stated insulin exits, but there is greater than normal resistance when pushing the plunger. Customer was advised the issue was caused by an infusion set or reservoir connection. Customer has been reusing her reservoir. She was advised to change reservoirs and monitor the issue. Nothing further reported.